Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.

Event description:
It was reported that during onyx injection, a small hemorrhage was observed. The physician immediately injected glubran to stop the hemorrhage. No patient injury reported.